Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the hard drive and windows were failed. A field service engineer identified windows corruption on the station. Reimaged the drive, synchronized the database, installed eset, and configured management and credential settings in remote support service (rss). Customer confirmed the station is operational and functioning properly, with medication inventory accessible. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es hard drive and windows were failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.